Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the guide pin and edge of the lens was damaged due to the use of excessive force by the customer (likely an impact or fall/dropped). However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus telescope the unit was not producing an image. This event had no patient involvement. During the device evaluation, it was discovered that the unit had a damaged lens. This report is being submitted to capture the damaged lens found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had a damaged lens as well as a damaged guide pin. In addition, the label of the eyepiece was worn, as was the distal end. However, the user¿s report of ¿no image¿ was not confirmed. If additional information becomes available following the device evaluation, a supplemental report will be filed.